Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a follow-up. Device interrogation indicated low rv sensing. X-ray images did not reveal any anomalies. . Surgical intervention was undertaken during which the lead was capped and replaced.